Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the MFR documentation. The product was not returned and not enough info was provided from the account for further investigation. Bissen-miyajima h, minami k, yoshino m, taira y. Surface light scattering and visual function of diffractive multifocal hydrophobic acrylic intraocular lenses 6 years after implantation. J cataract refract surg 2013; 39:1729-1733. (B)(4).

Event description:
In a literature report, the authors evaluated the surface light scattering associated with diffractive multifocal intraocular lenses (iol) and visual function. Sixty four patients received a multifocal or monofocal iol between the study period of september 2003 and march 2004. Eyes that had a follow up longer than six years were divided into two groups. The study group comprised ten patients (20 eyes) who received a diffractive multifocal iol, and the control group comprised eight patients (16 eyes) who received a diffractive monofocal iol. Six years postoperatively, the intensity of the surface light scattering was measured using a (B)(4) camera based anterior segment analyzer. The corrected distance and near visual acuities and contrast sensitivity were addressed. Between years one thru six postoperatively, there were no significant correlations between surface light scattering and changes in corrected visual acuities at distance or near. Although surface light scattering increases with years, multifocal iol's provide good visual acuities in the long term. Six years postoperatively, the visual function with a diffractive multifocal iol was comparable to a monofocal iol. There are two medical reports associated with this event. This report is for the multifocal lens.